Event description:
Customer states he did back to back testing on same meter using advantage system with results of 80mg/dl, 169mg/dl, and 173/mg/dl. Location of testing not provided. No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.